Manufacturer narrative:
The device was received for evaluation. During evaluation, the device had a system error 322. A device history review revealed no issues that could have caused or contributed to the reported issue. The cause was identified to be a failed lower link switch. The lower aux requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device has an issue of alarmed system error 322 (link switch error (low)). No additional information is available.